Event description:
It was reported that a patient using the ilet experienced low glucose events last recorded at 25 mg/dl and subsequently consumed carbohydrates without announcing meals, after which glucose levels rose; the patient reported being in menopause and used oral glucose for treatment. Customer care provided support that included review of therapy behavior and transferring user to clinical management. Investigation of this case revealed no device malfunction and suggested user-related factors, including unannounced meals during recovery from hypoglycemia, as contributing to the observed glucose excursions. No clinical symptoms associated with hypoglycemia reported. Outcomes included urgent low, urgent low soon, and high glucose alerts that prompted troubleshooting and education. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.